Event description:
Additional information received noting that the patient was seen in follow ups and no issues have been seen. System diagnostics was performed and there did not seem to be an issue with the replacement vns. It was stated that after the generator replacement and during follow ups for titration, the patient had no issues and is at goal current setting. It was assessed that the zapping sensation felt by the patient after the suspect device was turned off was deemed as part of her "functional neurological disorder" and concluded that symptoms "might be psychosomatic" once the device had been turned off. Once replacement was done and new implant turned on, no issues were seen.

Event description:
It was reported that the patient would be undergoing a generator replacement due to low battery and it was also noted that the device was going off every 20 seconds, acting nutty and giving the patient a lot of problems. The patient's generator was then disabled on (B)(6) 2025 but the patient can still feel stimulation. The patient reports to be experiencing a zapping sensation but with less intensity. Implant card later received noting that the patient underwent a battery replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.